Event description:
A malfunction alarm was reported with the pump, displaying a fault code "malf 12." The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer support provided instructions to reset the pump, but the issue persisted, leading to a decision to replace the pump. The customer was informed about using multiple daily injections (mdi) as a backup therapy and was instructed on how to store and return the pump to tandem. The customer understood and acknowledged these instructions, and a replacement pump was arranged for shipment.